Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patients reason for battery replacement was due to difficulty charging the ipg and needing magnetic resonance imaging (MRI) for unrelated issues from the device. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.